Event description:
A report was received that the patient's ipg was explanted due to a suspected infection at the pocket site. The physician doesn't believe the infection to be device related.

Event description:
A report was received that the patient's ipg was explanted due to a suspected infection at the pocket site. The physician doesn't believe the infection to be device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-3138-55, (B)(4), description:scs phiii ext 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.